Manufacturer narrative:
The date of the event was reported as "sometime last week". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified eva tpn bag leaked from an unspecified location. The unspecified solution in the bag was not infused by the patient; therefore, there was no patient involvement. No additional information is available.